Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae; none. It was reported that during a stenting procedure of the left internal common carotid, the lesion was dilated using the rx viatrac plus. Reportedly, the dense calcification resulted in balloon breakage; however, the balloon was removed intact and there was no pt effect or injury. No additional info available.